Manufacturer narrative:
Argus case (B)(4).

Event description:
The patient passed away 20 days after this event [unknown cause of death]. Parkinson's disease [parkinson's disease]. Inflammation [inflammation]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of unknown cause of death in a (B)(6)-year-old male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for denture wearer. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced unknown cause of death (serious criteria death and gsk medically significant), accidental device ingestion (serious criteria hospitalization and gsk medically significant), parkinson's disease (serious criteria gsk medically significant), inflammation and product complaint. On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the accidental device ingestion, parkinson's disease, inflammation and product complaint were unknown. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death, parkinson's disease and inflammation to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up processed together. Consumer had used the product and stated that he would not recommend that. He had suffered. Follow up received on 21 nov 2019: the patient had used an unspecified corega fixative product 10 years ago and one day after fixating his prosthesis, the prosthesis fell off in 10 minutes and patient had swallowed. The patient was took to hospital, and was found that the prosthesis had not gone down from jaw level and was stuck in the esophagus. The prosthesis was removed, and endoscopy was performed. Inflammation was reported at the site of endoscopy. The patient passed away 20 days after the event. The patient's medical history revealed that he had been diagnosed with parkinson's disease 2 years before his death.